Manufacturer narrative:
Philips received a complaint on the xl+ defibrillator indicating that the customer was unable to pass the operational test. The device was not in use at the time of the event. There was reportedly no patient harm. The fse evaluated the device onsite and it was verified that the device was operating as intended and the operational checks passed. There was nothing in the error logs to indicate there was a problem. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed testing. There was no reported patient involvement.